Event description:
Detached haptic from lens loading error. The lens went into the eye without any complications but the trailing haptic was found in the cartridge and it had been torn off. Lens was explanted.